Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. There were numerous kinks throughout the sheath of the device. The annulus was noticed to be damaged, not rounded and flared. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and reported fractured wire. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with a test rotawire. An attempt to insert the guidewire into the burr was made; however, due to the damaged annulus the guidewire was unable to be inserted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04142. It was reported that wire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, ablation was initially performed using a 1.25mm rotalink¿ plus. The device was then replaced with the 1.50mm rotalink¿ plus and advanced together with the rotawire¿. While the rotation speed was set right before the y connector, it was noted that the wire fractured. Another rotawire was used but the wire would not load onto the burr. The burr was then replaced with another of the same device and the procedure was completed. No patient complications were reported.